Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula on their infusion set that was causing high blood glucose. High blood glucose level of 425 mg/dl occurred yesterday and treated with insulin pump. Blood glucose at the time of the call was 475 mg/dl and treated with manual injection. Auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer has made adjustments to bolus or basal when waking up but has not made any changes to settings in about 2 weeks. Customer has changed the infusion set when they realized that it was bent. Displacement test was performed and passed. The insulin pump was not replaced or returned for analysis.